Event description:
It was reported that during a laparoscopic cholecystectomy procedure, could not pass air through the needle. The needle was blocked. A new one was used to continue the procedure. There was no patient impact. The instrument will be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.